Event description:
It was reported that the patient experienced extreme confusion and disorientation sometime after her last programming change on (B)(6) 2013. It was noted, the patient was admitted to the hospital (B)(6) 2013 to (B)(6) 2013. In addition, the patient was ¿hyper¿, did not know the time of day, or who her family was. It was noted the patient went home (B)(6) 2013; however, her symptoms worsened over the weekend and she was back in the hospital on (B)(6) 2013. The pump was being used to deliver prialt. Additional information received reported that the patient¿s dose was taken down from 5 mcg/day to 2.5 mcg/day on (B)(6) 2013. The patient was still in the hospital as of (B)(6) 2013. Additional information received reported that on (B)(6) 2013, the patient was released from the hospital after the last decrease. It was noted that the patient seemed to be doing better and receiving effective therapy.

Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).